Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Event description:
It was reported that the device failed during a surgical procedure. The facility confirmed that the device ran intermittently and then stopped working while reaming. It is reported that these events occurred over the past year during over 30 unknown surgical procedures. The facility also reported that they believe they are utilizing the trauma recon system, trs, but cannot verify that. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. Device history record manufacturing documents were reviewed and no complaint related issues were found. An evaluation was conducted. The reporter's complaint of intermittent operation couldn't be confirmed. The device was tested and the complaint wasn't duplicated